Event description:
Handle of the instrument was lying separately in the instrument tray when opened for a case. Another identical device was immediately available and the surgery was completed as originally planned.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.